Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2016-11297. It was reported that the burr got stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A rotalink¿ plus and rotawire were selected for use. During procedure, the burr was attempted to be inserted using dynaglide mode when it was noted that the burr was stuck on the wire. The device was removed together with the wire and was replaced with a larger size. No patient complications were reported.